Event description:
A male underwent aaa repair in 2009. The patient had 50% stenosis of both neck vessels, lacunar infarct at basal nucleus and deep cerebral white matter. The patient's anatomical form was not suitable for endovascular repair since the proximal neck was thrombosed and diameter of proximal neck was inequable-formed (20mm-27mm). The length of the proximal neck was 40mm. The planning was to place proximal graft markers lower than usual since the patient's proximal neck was long enough. Confirmatory angiography revealed a type ii endoleak, but no other endoleak was observed. The physician was concerned about endoleak, and he didn't notice occlusion of left renal artery at that time. A physician from cardiovascular disease was asked to see the patient and he tried to recover the occlusion. However, cannulation of left renal artery was not able to be performed since the left renal artery was completely occluded. The physician decided to take follow-up observation since no endoleak was observed except type ii endoleak and urine output during procedure was adequate. In 2009, CT angiography revealed blood flow to the left renal artery. No renal infarct was observed, so an additional procedure was not performed. The patient has improved.

Manufacturer narrative:
Event evaluation: still under investigation.